Event description:
Patient reported high blood glucose (~400 mg/dl). Patient suspects the device may not be delivering basal insulin. She indicated that she is able to successfully lower blood glucose by bolusing. Patient self-treated by increasing her basal rates and delivering boluses.